Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the progress bar staying at zero percent was not the result of a dysfunction of the robot. The loading time is sometimes long, after waiting a few minutes, the series should have been loaded correctly. However, a software anomaly has been created in order to address the issue of the percentage staying at zero for several minutes, and the long time sometimes needed to load a series. This software anomaly will be addressed through our design issues management process. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) was present for an rns case on (B)(6) 2021. Around 9:15am eastern time, the cr attempted to load in the bone fiducial CT imaging from pacs through iq-view, to merge to the patient plan for registering. The cr was able to query the patient imaging, but when selecting the option to retrieve, the loading process stayed at 0% and was unsuccessful. The cr backed out of the software and tried a few more times, but got the same result. Around 9:31am eastern time, the cr attempted to load in the bone fiducial CT imaging from a cd, to merge to the patient plan for registering. The cd imaging loaded into the rosa software, but when trying to load the needed series, it stayed at zero percent progress for a few minutes. The cr removed the cd to stop the software, and then re-inserted cd. The cr then tried the workaround of selecting the series through pacs/iq-view, and scanning/loading in the selected series from there. Once that was loaded into the rosa software, the series was selected to be loaded in, but this time it loaded quickly and correctly with no issue. The imaging was merged and surgery was continued. The patient was under anesthesia and no incision was made yet. The total delay was less than 30 minutes.